Event description:
It was reported that the right atrial (ra) lead had loss of capture and high capture thresholds initially post implant. The device was reprogrammed. It was noted that the ra channel was getting better thresholds. No new transmissions have been received since the event. A year later, there was loss of capture (loc) and undersensing on this lead. Technical services (ts) reviewed the reports and noted that the atrial tachycardia was sensed, but the sinus p-wave was undersensed. It was noted that the atrial pace seemed to be capturing in the provided episode. Ts suggested reprogramming and performing a chest x-ray as the undersensing and capture occurs intermittently. The lead remains in use. No adverse patient effects were reported.